Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
Hill-rom technical support instructed the facilities maintenance to clean the hi/low drive to repair the bed.